Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During device checks, the patient's right ventricular (rv) lead was noted to over-sense noise causing pacing inhibition. Further assessment on the rv lead revealed loss of ventricular sensing. The rv lead was capped and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.